Event description:
It was reported that a patient underwent a tlif procedure with cage implantation. During implantation, the cage broke and a piece was left between the disc space. The surgeon stated, "during insertion of the cage, the cage came up against the endplate and it broke." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 9393612, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 9393612, 510k # k094025 was cleared in the united states.